Manufacturer narrative:
The customer contacted siemens to report discordant sodium test results were obtained from a dimension exl with loci module instrument. A siemens customer service engineer (cse) was dispatched to inspect the instrument. The cse found that the customer had performed a cleaning with bleach and replaced the integrated multisensor technology (imt) sensor prior to the cse's arrival. The cse replaced the imt diluent syringe tip, aligned the pump and ran quality control material with acceptable results. The cause of the discordant sodium test results was the imt diluent syringe tip. The instrument is performing according to specifications. No further evaluation is necessary. MDR 2517506-2019-00222 was filed for the same event.

Event description:
Discordant, falsely high sodium (na) test results were obtained from a dimension exl with loci module instrument. The initial test results were reported to the physician(s). The same samples were repeated on an alternate dimension exl with loci module instrument. The repeat results were provided to the physician(s) and were considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.